Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately an year post filter deployment, CT revealed extensive perforation by the through the ivc walls. The struts abut the aorta, spine, and the third part of the duodenum. The filter angle is roughly 15 degrees with respect to the main axis of the ivc. Approximately a month later, the patient was scheduled for filter removal. Subsequently, CT revealed that the filter was migrated lower and several metal legs protruding through the ivc. Filter was removed successfully with all legs intact and no fractures. Therefore, the investigation is confirmed for peroration of the ivc, filter migration and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted, migrated and the filter struts perforated the ivc walls, abut the aorta, spine, 3rd part of the duodenum and a filter strut entered the duodenum. The device was removed percutaneously. The patient reportedly experienced pain; however, the current status of the patient is unknown.